Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a high threshold. Fluoroscopy revealed lead dislodgement. The lead was repositioned.